Event description:
It was reported that this right ventricular lead was surgically abandoned due to exhibiting high pacing thresholds and the patient experiencing diaphragmatic stimulation. Another lead was implanted instead. No further adverse effects were reported.